Manufacturer narrative:
The product has not been returned, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the inline sheath was inserted through a tortuous anatomy. There was difficulty advancing the delivery catheter system (dcs) and the capsule was damaged during insertion. A subsequent right external iliac artery perforation occurred due to the delivery catheter system (dcs). A large angioplasty balloon was inflated in the abdominal aorta and right common iliac artery to stabilize the blood pressure. The damaged artery was surgically repaired. Alternative access through the left subclavian was used to deploy a different transcatheter bioprosthetic valve. The patient was stable. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the capsule fully closed and the handle intact. The capsule was observed to be partially separated at the proximal end, however remained connected by the polymer coating of the capsule. Some voids were observed over the nitinol reinforcing frame at the proximal end of the capsule. Torsional damage to the outer member was identified at the distal end of the dcs. The inner member shaft and spindle hub appeared intact with no evidence of damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Vascular perforation is listed in the device instructions for use (IFU) as a potential adverse effect and can be related to multiple factors such as patient anatomy and/or procedural effects (sheath used, angle of insertion, etc.). The delivery catheter system (dcs) was received and evaluated by medtronic. Voids observed over the nitinol reinforcing frame at the proximal end of the capsule indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Torsional damage to the outer member at the distal end of the dcs suggest excessive forces exerted on the system, possibly due to the reported tortuous anatomy during advancement, in addition to potential procedural factors (sheath used, technique, etc.). There was no information to suggest a device quality deficiency leading to this event. Medtronic will continue to monitor the field for similar events. If information is provided in the future, a supplemental report will be issued.